Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as one that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the reported event. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2011-00770. The patient received an occipital (off-label) stimulation system consisting of an ipg, and three percutaneous leads. The manufacturer received notice on (B)(6) 2011 that the patient's system was explanted on (B)(6) 2011, due to erosion of the lead. The explanted products were discarded by the medical facility. The patient received a replacement occipital system on (B)(6) 2011, and is reportedly recovering well.